Manufacturer narrative:
Additional manufacturer narrative: device evaluation by manufacturer: a distributor engineer visited the customer to address the reported event. The reported issue was resolved by replacing the damaged cable. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7: error messages and flags states the following: when an assay is started soon after turning the power switch on, if the incubator has not reached the appropriate temperature, error message no. 3003 is displayed and the assay may not be started. [3003] waiting for temperature is generated when instrument is waiting for the temperature to rise. Action: the operator is instructed to wait until the temperature rises to correct temperature. The most probable cause of the reported event was due to damaged cable.

Event description:
A customer reported getting error message "3003 waiting for temperature" on the aia-360 instrument. A distributor engineer was dispatched to address the reported event, which resulted in a delay of alpha-fetoprotein (afp), cardiac troponin I (ctnl2), prolactin (prl), progesterone (prog ii) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.